Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging difficulty breathing/shortness of breath and an irregular heartbeat. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed visible evidence of sound abatement foam degradation and breakdown in the blower box, blower, and iso port. Small amounts of dust/dirt contamination inconsistent with degraded sound abatement foam found throughout device enclosure, outside of the blower box. Evidence of water ingress found in the bottom of the blower box. Contamination consistent with degraded sound abatement foam on the air outlet port and throughout the airpath. When removing the screws holding the bottom cover in place, one of the threads broke off where a corroded screw was housed. The broken thread and screw were placed in a clear bag attached to the device. Pil can confirm evidence of degraded sound abatement foam particles in the airway of both the device and its humidifier. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-05304. This report was submitted for the dream station humidifier. The base device associated with this humidifier is reported under MDR 2518422-2022-05304. At this time of investigation, it has been determined that all reporting activities will be carried out in MDR 2518422-2022-05304. Therefore, this report was submitted as a duplicate report of the previously submitted report.